Event description:
Obgyn did a clinical study on a pt. Md used a cyto broom and did 3 pap smears on a pt. Two days later, pt started having cramps and pains. Pt went to ER because she was bleeding. Had a miscarriage.